Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was found in backup mode with the backup defibrillation option (bdfo) disabled. The patient status was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested, but not received.